Event description:
A 94 year old female was discovered to have a colon perforation one hour post colonoscopy via colostomy. She had bleeding through the colostomy and developed distention in the abdomen. A surgical consult resulted in an exploratory laparotomy/repair of colon perforation/repair of incisional hernia/lysis of adhesions. Patient was transferred to ICU and then medical/surgical unit and is in stable condition. The scope was checked visually by nursing and no problems were noted. The recall complaint coordinator was also notified by telephone.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.